Event description:
It was reported that during the l.a.v.h. Procedure, the staples malformed at proximal end (open shape). Another device was used to complete the case. There were no adverse consequence to the patient.